Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 31.8 cm to 32.5 cm and from 36.9 cm to 37.2 cm from distal tip; the coil was exposed in these areas. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(6).